Event description:
The patient has been complaining of pocket stimulation since implant, and the physician has decided to open the pocket. While reinserting the lead, the physician noticed fluid come out of the setscrew hole. The device was subsequently replaced.

Manufacturer narrative:
The damaged septum may have caused the pocket stimulation.